Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the adapt graph and confirmed low battery and power loss alarms, fault isolated to the electronic assembly. After disconnecting and reconnecting the electronic assembly the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump low battery and replace battery alarm. Customer stated battery last less than 48 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.